Manufacturer narrative:
The complaint allegation is confirmed. The most likely cause of the reported failure is wear and tear of the device due to its usage on the field. One unpackaged ar-6480, serial number (B)(6), was returned for evaluation. The visual evaluation noted scuff marks on the top panel of the housing. Chips and dents were also observed on the top panel and inflow arm. The device was smelled closely, and a burning smell was detected. The returned device was assembled with ar-6411 and ar-6421 pump tubing and tested under normal use conditions to see if the reported issues could be reproduced. The pump was connected to the power and turned on. After selecting the desired pressure, the run button was pressed to start the machine. The pump ran for 20 minutes, during which a burning smell was noticed. The back of the device was touched and noted to be warm. The outflow mechanism was touched, and it was found that the metal was hot. The device was assembled with an ar-6430 to test the outflow system. After pressing the lavage and rinse buttons, no issues were noted. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 section 5.2) to simulate an overpressure failure on the pump and verify whether an error message and/or audible alarm would be triggered. The clamp test results indicate that the pump triggered an alarm, and the rollers stopped moving. During the test, it was noted that the inflow and outflow pump motors/rotating parts made a loud noise when running. This can be attributed to wear and tear of the motor, which is exhibited in the noisy motor and caused by extended usage in the field¿device manufacture date 2020. It was noted that the warranty seal was not damaged. The device was opened to inspect the inside, looking for any signs of burn, but no issues were observed, and no indications of burn were noted, only a discoloration mark.

Event description:
On 03/19/2025, a sales representative reported via (B)(4) that an ar-6480 dualwave pump was getting too hot. This occurred during a case and not pumping the water properly. There were no adverse effects on the patient. The case continued after switching the pump mid-case.